Manufacturer narrative:
Follow-up # 1 ¿ (11/24/2014). The patient¿s lancing device has been returned on 10/17/2014 and evaluated by lifescan product analysis on 11/11/2014 with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a the lay user/patient contacted lifescan (lfs) alleging her lancets did not fit in her onetouch delica lancing device. On (B)(6) 2014 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient claimed the alleged issue began on (B)(6) 2014. She reported that was new to testing after being recently diagnosed with diabetes on (B)(6) 2014. She was unable to get the ultrasoft lancets to fit her delica lancing device and reported that she began manually pricking her finger directly with the lancet herself. Approximately 4 weeks later she developed bruising on her fingers. On an unknown date after the issue occurred, she went to see her doctor for a routine appointment and her doctor noticed her fingers were red and bruised. The doctor told the patient she had developed a skin infection due to how she was lancing her finger and prescribed her antibiotics (zpack). The patient informed the mss that her infection cleared up after the treatment. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.